Manufacturer narrative:
Concomitant medical products bone screw 6.5mm dia x 20mm long (cat# 120-65-20 / serial# (B)(4). Cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03 / serial# (B)(4). Novation element ro s/o col sz 8 (cat# 164-13-08 / serial# (B)(4). Integrip cc, cluster 48mm, g1 (cat# 186-01-48 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, approximately seven years post initial right tka, female patient had each hip replaced. One in 2009 the other in 2015. Patient complaints that she is in extreme pain. Patient right leg keeps grabbing and her leg starts to give out. Patent mentioned she is using a cane now but probably should have a walker to keep her from falling. Patient mentions that she also have a bone grafted and that is very upsetting since she already had it done with inferior parts that have disintegrated inside her body. Patient mentioned that she needs something for pain and currently is taking 4 ibuprofen 3 times a day but it's not working very well. Patient mentioned that "the dr. Told her the worse case scenario is she may never walk again". Patient also comments that "she is very much in distress over her situation"

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) t was found during investigation of a legal complaint that this patient underwent a second hip revision. As reported by legal team, approximately seven years post initial right tka, female patient had each hip replaced. One in 2009 the other in 2015. Patient complaints that she is in extreme pain. Patient right leg keeps grabbing and her leg starts to give out. The patient mentioned she is using a cane now but probably should have a walker to keep her from falling. Patient mentions that she also has a bone grafted and that is very upsetting since she already had it done with inferior parts that have disintegrated inside her body. Patient mentioned that she needs something for pain and currently is taking 4 ibuprofen 3 times a day ¿but it's not working very well¿. Patient mentioned that "the dr. Told her the worse [worst] case scenario is she may never walk again". Patient also comments that "she is very much in distress over her situation". The patient has not attended the scheduled meetings to gather information. No other information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the hip pain cannot be conclusively determined; however, it is most likely related to the patient's condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
.

Event description:
Additional information via legal department- patient was revised approximately 7 years, 8 months after implant. The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
As a result of additional information and investigation findings, fields b5 and h6 have been updated. H3: investigation results - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors. However, this cannot be confirmed because the device was not returned for evaluation and images or radiographs were not provided.

Event description:
Additional information received. Revision op report findings: failed right total hip arthroplasty due to polywear and osteolysis.